Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the customer¿s third party modem cable. The modem cable was replaced, after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This was found during a pre-shift check of their device. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This was found during a pre-shift check of their device. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control further evaluated the replaced third party modem cable and determined that the cause of the reported issue was due to an intermittent electrical short on the 12 volt line when manipulated.

Event description:
The customer contacted physio-control to report that their device powered off by itself. This was found during a pre-shift check of their device. As a result defibrillation therapy may be delayed or would not be available if needed. There was no patient use associated with the reported event.